Event description:
During a central line insertion procedure, the short guidewire provided with the 6fr avanti sheath frayed and broke inside the patient. The tip of the guidewire separated and became lodged in the patient's subclavian vein. Surgical intervention was necessary to remove the dislodged wire tip. The patient was in stable condition following the procedure. The product will not be released to cordis for analysis per the facility's risk management.